Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.6b, h.6.

Event description:
Healthcare professional reported "intracapsular rupture" and "baker grade: 1" confirmed via ultrasound. Later healthcare professional reported "echogenic intracapsular fluid". This record is for the right side. Device was explanted and replaced. Device has been discarded.

Event description:
Healthcare professional reported "intracapsular rupture" and "baker grade: 1" confirmed via ultrasound. Later healthcare professional reported "echogenic intracapsular fluid". This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.